Event description:
It was reported that the patient presented remotely. It was discovered that there were inappropriate automatic mode switch (ams) episodes caused by far field r-wave oversensing noted on their implantable cardioverter defibrillator (ICD). Programming changes were not made at the time. The patient was in stable condition.